Event description:
A nurse called to report that the customer was hospitalized for dka. The customer was treated with IV fluids. The bgs went low. The contact stated that the customer obtained a couple of sets from a supply distributor and discovered that the recessed needle that is at the quick release had fallen out.